Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 16 bd pen ndl 32g 4mm pro were difficult to operate. The following information was provided by the initial reporter : the user stated that the drug did not come out.

Event description:
It was reported that 16 bd pen ndl 32g 4mm pro were difficult to operate. The following information was provided by the initial reporter : the user stated that the drug did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2021-10-01 investigation summary: fifteen open 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed on twelve samples. A clog test as per tp700483 was carried out on the remaining three samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.